Event description:
It was reported that the ventilator reset several times with an audible inop alarm while on a patient. The patient was placed on a back up ventilator. No reported harm to the patient.